Event description:
It was reported that this pacemaker had 1.5 years battery remaining during a consult checked in office at that time, however, consult reading device data was failed. Boston scientific technical services (ts) advised health care professional (hcp) to hover over the device and, it failed to read. Ts then further discussed that the patient's device was possibly needing a replacement due to battery status at elective replacement indicator (eri). This device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had 1.5 years battery remaining during a consult checked in office at that time, however, consult reading device data was failed. Boston scientific technical services (ts) advised health care professional (hcp) to hover over the device and, it failed to read. Ts then further discussed that the patient's device was possibly needing a replacement due to battery status at elective replacement indicator (eri). This device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.